Manufacturer narrative:
(B)(4)

Event description:
It was reported that medical fluid was observed leaking from the catheter body at the junction hub during use. As a result, the catheter was removed and replaced with a new device. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. No additional medical intervention was required beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.